Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Examination of the returned device confirms the complaint; the smaller post has broken off and was not returned. Three follow-up attempts were made to the complainant to see if any pieces of the device were in the patient. Np response was received. The failure is attributed to use error when removing the attune articulating surface trial from the attune shim. It was found in CAPA-004795, which investigated damage to the balseal springs on the pegs, that improper use of the attune tibial trial extractor and other surgical tools to separate the components caused damage to the peg area. Preliminary risk assessment (103095255 rev1) investigated this failure mode for similar products (fb and ps, which have identical connection features) and found that the observed occurrence rate was below that specified in the dfmea. Furthermore there were no reported cases of pieces being left in the patient (based on complaints from may 2013 ¿ sept 2014). Design review dra-004127 was completed in august 2016 which investigated possible design solutions to this failure mode. It was concluded that no design improvements, protective measures or information for safety could be implemented that would definitely reduce the risks without increasing or adding risks. CAPA-004795, opened on 11 of june 2015, issued a field safety notice notifying the market of proper technique for trial extraction as part of a mandatory worldwide sales training. Effectiveness monitoring (em-008887 in CAPA-004795) reviewed complaints during the year following this field safety notice, which supported this action as being effective. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the left post is broken and the spring is missing.